Event description:
Litigation papers allege the patient will likely undergo revision surgery due to metalosis.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient will likely undergo revision surgery due to metallosis. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient will likely undergo revision surgery due to metallosis. Update 10/1/12 - plaintiff's preliminary disclosure form was received, which identified part/lot information and implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 11/5/2014- medical records received. Patient revised to address pain. Upon revision, synovitis with a dark discoloring and joint fluid were noted. The information received does not change the MDR decision. This complaint was updated on 12/3/2014.